Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The lot # 3000526258 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the cautery vasoview hemopro 2 stopped heating. Tried new cord but only a new kit would fix the problem. Power setting at 3. No added incisions or time. No patient harm reported.